Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote; however, the quote had expired without the approval of the customer. No further actions were performed by philips, and the record was closed. No further details were provided regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10 e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a navigation ring that failed. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a faulty navigation ring. Device repair is still pending.